Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of dexcom g7 sensors, had been off continuous glucose monitoring for over two days, and experienced a pairing failure, after which the ilet could not continue therapy and the user transitioned to backup therapy per guidance. Symptoms included hyperglycemia with a reported glucose high of 390 mg/dl and several hours of elevated readings. Outcomes included no health consequences or impact, and no professional medical intervention or hospitalization occurred. Investigation included troubleshooting and education regarding cgm requirements for ilet functionality and use of backup therapy until a new sensor could be obtained and paired. Investigation of this case revealed that therapy interruption was due to lack of an active cgm sensor and unsuccessful pairing, preventing automated insulin delivery until sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was loss of cgm input required for system operation, necessitating temporary use of backup therapy until cgm pairing was restored.